Manufacturer narrative:
H11 - upon further review, it has been determined that the initial MDR was submitted in error and does not meet the criteria for reportability. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. The lens remains implanted. Cause of the event was reported as use error.

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - one similar complaint event within associated lots was found. Claim# (B)(4).